Event description:
A (B)(6) female patient contacted zoll customer support to report that her battery charger was not working properly. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. As received, the u12 linear regulator component on the bedside board was shorted. The cause of the improperly functioning charger is the shorted u12 component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the shorted component on the bedside board. The patient received a replacement charger/modem.